Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-rays showed that the lead had migrated too far to the right. No falls noted. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead repositioned to be more midline. No product was removed or replaced. Therapy restored.